Event description:
It was reported that the right ventricular (rv) lead exhibited an impedance issue and increasing thresholds. The lead was explanted and replaced. During the extraction procedure, it was discovered that the atrial lead had become adhered to the rv lead. Subsequently, the atrial lead was explanted and replaced as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and was analyzed. No anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).